Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient's system was explanted while having unrelated back surgery. This is all the information available. No company representative were present at the procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgery may occur to address the issue.